Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. In 2001; pt's blood glucose was 85, 109 and 128 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.